Event description:
Customer reported no image on left monitor when c-arm is rotated from ap to lateral. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. System operates as intended. This MDR is related to ge healthcare complaint number.